Event description:
Spontaneous fracture and embolization of catheter fragment to right atrium and inferior vena cava from implantable venous access port. One year following implantation pt had episode of rapid heart rate and chest x-ray showed fragment approx 6" long in right atrium.